Event description:
Customer called to report a broken holster and a crack display screen on insulin pump. Customer also reported high blood glucose levels. Customer mentioned a hospitalization for high blood glucose levels. Customer confirmed that the hospitalization was before customer was a pump user and that the incident actually led to her being put on a pump. Customer's blood glucose reading was 288 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.